Event description:
During product service by a service technician, a flogard infusion pump was found to have an air sensor out of range. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the air sensor being out of range was undetermined. To correct the condition, the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.